Event description:
It was reported that during service and evaluation, it was determined that the compact air drive device came apart/unattached. It was noted in the service order that the device had a damaged adaptor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: general condition check function of ring on tool coupling check tool coupling check cannulation of quick coupling check handpiece coupling during the service evaluation the following failures were identified: functional : fell apart - unattached device interaction (2+ devices) : cannot engage attachment - coupling visual : component damaged. Conclusion: failure reported is confirmed root cause: user error.